Manufacturer narrative:
Initial.

Event description:
It was reported that the user suspended the ilet insulin delivery while socializing and did not resume it for several hours, after expressing concern that the pump sometimes gives too much insulin and wanting to avoid public hypoglycemia; this behavior led to a severe high blood glucose event. Symptoms included hyperglycemia. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, with a usage problem identified consistent with an improper or incorrect procedure or method, and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.